Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a heartmate 3 bivad. They were admitted for sepsis, and reported alarms at home without anything documented in the monitor logs. They also had an unwitnessed alarm while hospitalized, with nothing logged under the alarm history. The patient was stable and both ventricular assist devices (vads) appeared to be functioning normally. Log files were reviewed, and the left event log captured clusters of pulsatility index (pi) events as well as routine power source changes. These events were considered routine. The low voltage events seen in the log file appear to be the result of normal battery depletion. The log file also contained unusual power cable disconnect alarms when the patient is utilizing battery power. These alarms appeared to be a result of rsoc (relative state of charge battery data) invalid flags. The pump itself appears to be operating as intended. The right event log captured clusters of pi events as well as routine power source changes. No abnormal system controller alarms or pump faults were seen in the log file. The pump appeared to be operating as intended. The periodic log for the right lvad contained routine data as well as 2 transient low flow estimates. Based on the data visible to us in the log file the equipment was operating as intended electronically and mechanically. Additional information provided that the patient was on wall power when the alarm occurred. The site was concerned that an alarm occurred that was not being recorded. Tech services reviewed the follow up log file submitted, and it contained the exact same data as the previous file, with data ending at 2:29 pm at (B)(6) 2025. This indicated that no event had taken place since 2:29pm on (B)(6) 2025. It was noted that the silence alarm button was pressed at 2:29pm on (B)(6) 2025, but there was no corresponding alarm before the end of the log file. Continued monitoring was recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.